Event description:
On (B)(6) 2008, the patient was implanted with a gore tag thoracic endoprosthesis to treat a pseudoaneurysm that had developed on the anastomosis site of a surgical dacron graft. The procedure concluded without an endoleak. On (B)(6) 2008, the patient developed partial paralysis. It was reported, the left lower limb had impaired mobility, and the right lower limb had a loss of pain and temperature sensations. The physician diagnosed the root cause of the paralysis as embolic disease of the spinal arteries. The same day, the patient underwent spinal drainage and received steroid-pulse treatment. On (B)(6) 2008, the patient's condition was reported to have improved, although there was still mild paralysis.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.